Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 30-40% stenosed anatomy resulted in the stent not being fully deployed from the delivery sheath resulting in the stent being inadvertently retracted with the delivery sheath; thus resulting in the reported stretched stent and the reported activation failure. As reported, a 5x80mm supera stent was used to treat the target lesion and also overlapped the stent in the mid sfa to ensure the stent was secured in the unintended location. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 30-40% stenosed lesion in the right popliteal artery. After thrombectomy was performed, the 5x100mm super self-expanding stent system (sess) was advanced to the target lesion. Initially, the stent would not release upon advancing the thumb slide. However, the stent was ultimately released from the delivery sheath. But then during removal of the delivery sheath under imaging the stent was noted to being retracted with the delivery sheath. The stent was pulled to the mid superficial femoral artery (sfa), where the stent became implanted slightly stretched; however, still partially in the target lesion and partially in healthy tissue. A 5x80mm supera stent was used to treat the target lesion and also overlapped the stent in the mid sfa to ensure the stent was secured in the unintended location. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.